Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact the customer¿s blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.